Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter reported that customer passed away on (B)(6) 2014. Customer's daughter was unsure of customer's cause of death, but she believes that customer went into a diabetic coma. Customer was not eating well and was feeling sick and dehydrated. Her daughter was contacted by a church member when customer did not show up for church. Customer's daughter called the paramedics and they found that customer had passed away while in her bed. Customer's last blood glucose recorded in her insulin pump was 319 mg/dl, recorded on (B)(6) 2014 at 8:32 pm. She was wearing the device when she passed away. Customer's daughter stated she does not know where the insulin pump is now and is unable to locate the device. Nothing further reported.